Manufacturer narrative:
Unit received with button error alarm and had intermittent esc and act buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She changed the insulin pump's battery but the button error alarm was there. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.